Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day after the implant procedure, the implantable cardiac monitor (icm) detected false pause episodes due to loss of contact or diminishing r-waves. The device remains in use. No patient complications have been reported as a result of this event.